Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to perform the unexpected restart, occlusion or excessive no delivery tests due to the motor error alarm. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error while trying to rewind the pump. The customer's blood glucose reading was 158 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. . Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.